Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced a loss of consciousness. Customer was seen at the hospital and a reading of 38 mg/dl was obatined on an unspecified meter and was treated with glucose injection. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensor, no trends were identified that would indicate any product-related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc freestyle libre 2 sensor. Customer reported the low glucose alarm did not sound and he experienced a loss of consciousness. Customer was seen at the hospital and a reading of 38 mg/dl was obtained on an unspecified meter and was treated with glucose injection. There was no report of death or permanent injury associated with this event.